Event description:
Patient 3/4. It was reported that the patient underwent an unknown procedure in which the insorb stapler was used for surgical site closure. Approximately 48 hours post-operation the patient experienced wound separation and required sutures. According to the surgical teams, the device was used in accordance with the IFU and standard clinical practice. Multiple attempts were made to obtain additional information, but none was made available. 1216677-2026-00019 2030 insorb (B)(6).

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.